Manufacturer narrative:
The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report. Per DHR (device history record) the product et tube, uncuffed, 2.5, lot #01j1200471 was manufactured on 10/04/2012. The DHR investigation did not show issues related to complaint. A document assessment was conducted and changes were required.

Event description:
The event is reported as: the customer alleges that the endotracheal tube has a visible indention at the very tip of the tube.